Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 the reporting hcp reported that the patient had pain/tenderness near the pump site which had come on suddenly. They had already contacted the patient¿s pump managing physician and the pain seemed to be a new symptom. The patient had been in the hospital for a few days and the pain near the pump was a new symptom in the last day or so. The patient was being worked up for sepsis. It was unknown if the issue was drug related. No further complications have been reported as a result of this event.